Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. It is likely that reprocessing deviated from the instruction for use (IFU). IFU document no.: rc8683 rev.: 6 section: 3.3 inspection of the endoscope. IFU document no.: rc8958 rev.: 2 section: 5.5 manually clean the endoscope and accessories should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, it was indicated that there the forceps elevator had foreign material. The identity of the foreign material and why it remained in the device could not be determined. There was no patient involvement.